Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was incarcerated ventral hernia and postoperative diagnosis was incarcerated ventral hernia repair with mesh. The procedure performed was a ventral hernia incisional hernia repair with mesh and lysis of adhesions. The patient experienced surgical revision, lysis of adhesions, excision of old mesh, and fascial closure over the mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated incisional ventral hernia. It was reported that after implant, the patient experienced adhesions, scarring, mesh erosion into viscera and mesh was shaped like a ball. Post-operative patient treatment included hernia repair with new mesh, lysis of adhesions, excision of old mesh, and fascial closure over the mesh. (B)(6) 2013 - ventral hernia repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated incisional ventral hernia. The procedure performed was a ventral hernia incisional hernia repair with mesh and lysis of adhesions, mesh erosion into viscera and mesh was shaped like a ball. The patient experienced hernia repair with new mesh, lysis of adhesions, excision of old mesh, and fascial closure over the mesh. (B)(6) 2013 - ventral hernia repair with 30x35 ethicon physiomesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated ventral hernia. The preoperative diagnosis was incarcerated ventral hernia and postoperative diagnosis was incarcerated ventral hernia repair with mesh. The procedure performed was a ventral hernia incisional hernia repair with mesh and lysis of adhesions. The patient experienced surgical revision, lysis of adhesions, excision of old mesh, and fascial closure over the mesh.